Event description:
During a laparoscopic cholecystectomy approx halfway into the procedure when foot petal was activated, a spark ignited, the cord separated and a spark hit the dr's gown creating an approx 1 cm hole. The staff obtained a new cord, the dr re-gowned and the procedure was completed without further incident. There was no harm to the pt.

Manufacturer narrative:
Eval summary: 8106.91 - monopolar connecting cable. Visual inspection of the cable showed female connector broken away from the cable. This cable is a very old cable and is no longer manufactured by richard wolf since 1998. We could not determine the timeframe in use. It appears that the internal wires broke when the power was applied, causing a short. At some point in time, the user may have repeatedly pulled on the cable when disconnecting the device, instead of pulling on the connector. Cause of event: user care and maintenance.